Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 111 mg/dl with meter and "believe it was 258" mg/dl from the lab. Tests were done within 30 mins with a difference of 52%. Pt stated "both tests were performed at a fasting state." Checkstrip and control solution tests were within limits. Pt did not experience any adverse events. No further info has been reported.